Manufacturer narrative:
Product identification labels have not been provided so it is unknown what devices have been implanted. Doctor's records, surgical procedure reports, discharge instructions, follow-up notes and physical therapy notes have not been provided so it is unclear if there were any operative problems. X-rays or other medical images of the procedure have not been provided that can give indications of proper alignment of the implants. No devices or photos were received; therefore the condition of the components is unknown. A definitive root cause cannot be determined with the information provided. This unknown device was used for the treatment of a patient. Device history records, product history review for the product/lot combination for the components, and product compatibility could not be reviewed due to the absence of device information.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening.